Event description:
Additional information confirmed the air embolus was resolved during the procedure; however, the patient was transferred to ICU in stable condition for monitoring. During the course of the hospital stay, two generalized seizures occurred and the patient developed gait disturbances. A CT was negative for ischemia and the CT angiography revealed no air embolism or stenosis. The patient's gait improved significantly and a cranial MRI revealed no abnormalities. The patient was discharged on (B)(6) 2016 and will be followed as an outpatient.

Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported air embolism could not be conclusively determined. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
During a left atrial appendage (laa) occluder implant, an air embolism occurred. Following angiography of the left atrial appendage, st elevation was noted. The coronary arteries were flushed and a coronary angiogram confirmed resolution of the air embolus, the procedure continued and the patient exhibited no neurological deficits.